Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw2178 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC was leaking and holes were observed on the catheter.

Event description:
It was reported that the PICC was leaking and holes were observed on the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The cause of the damage was determined to be related to use of the device. One 4fr s/l powerpicc solo was returned for investigation. The returned sample revealed evidence of use. What appeared to be tape residue was observed on the catheter. A non-vad injection cap was attached to the connector. The catheter extended to the 35cm depth mark. A semi-circumferential crease was observed in the single-lumen tubing at the 7 cm depth mark. A semi-circumferential split was observed in the tubing between the 9 and 10 cm depth marks. Longitudinal splits were observed at each terminus of the semi-circumferential split in the tubing. A tactual investigation revealed that the tubing had the tendency to across the semi-circumferential crease and split in the tubing. The damage observed on the catheter indicates that the tubing was placed in a location that was susceptible to kinking. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material began to split. The product IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of recw2178 showed no other similar product complaint(s) from this lot number.